Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: the 1 year follow up notes stated that the pt has very little residual groin pain, very little residual pain around the iliotibial band, greater trochanter, and trochanteric bursa. X-rays showed that there was no complicating features. Prior MRI of the pelvis was unremarkable and prior MRI of the lumbar showed mild degenerative change but no significant stenosis or nerve root impairment. The pt is able to function and lead a normal life with the decreased pain. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.